Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history and risk analysis review was unable to be performed due to limited information. Sterilization record review was not performed due to limited information. The root cause can not be determined. There are warnings in the package insert that this type of event can occur and risk are addressed in risk documentation. Under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Number 4 states, "infection is a rather common problem in elbow procedures." Following review, no new risks were identified. Journal article: bone joint j 2014;96-b:1359¿65. Zimmer biomet complaint (B)(4).

Event description:
Information was received based on review of a journal article titled, "medium-term clinical results of a linked total elbow replacement system". An unknown patient was identified as requiring a revision due to deep infection on a unknown date. There has been no further information provided and the patient outcome is unknown.